Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Device received for this event is being corrected from xive s plus impl d3.8/l9.5 catalog # 32262441 UDI # (B)(4) to xive s plus impl d 3.8/l 9.5 catalog # 32261441 UDI # (B)(4). This is a follow up report for this corrected information.

Manufacturer narrative:
Device received for this event is being corrected from xive s plus impl d3.8/l9.5 catalog # 26-2441 to xive s plus impl d3.8/l9.5 catalog # 32261441. This is a follow up report for this corrected information.